Event description:
The cysto-nephro videoscope was returned to the service center with a report of loss of the video signal. There was a break in the connection between the insertion tube and the control head. This does not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center. During inspection of the device, a separated, loose adhesive on the rubber sleeve was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the separated, loose adhesive on the rubber sleeve, the cause was traced to a component failure without any design or manufacturing issue. The date of the event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.